Event description:
A malfunction alarm was reported by a distributor in france. There was no provided information about the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.